Manufacturer narrative:
(B)(4). Patient age, estimated. Reported as (B)(6). Date of death, estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of a perforation and subsequent death it was reported that a graftmaster stent was attempted but did not cross; additionally a non-abbott device also did not cross, however, a non-abbott stent was successfully used in the procedure. The cause of death was not reported and it is not known if or how the abbott device may have been related. No additional information was provided.